Event description:
It was reported that there was a burning sensation at the implantable neurostimulator (ins) location. The patient was at home with an undetermined status. The event occurred following a fall. The fall was around the time this started happening and she didn't fall on her device. The stimulation works fine but she has this issue when the stimulation is turned off. It was recommended that hcp do an x-ray of the area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).